Event description:
Italy affiliate reports a female pt with pseudomonas. Pt was seen by an ophthalmologist in the hosp. A culture of the lens, the lens case and the solution were cultured and the bacteria was found in the lens and in the solutions. A permanent loss of visual acuity was reported. No add'l info is available at this time.